Event description:
It was reported that the merlin programmer was unable to power-up and was found with a blown fuse while emitting an odor. The programmer was removed and replaced. There were no patient involvement.